Event description:
It was reported that the patient had a couple of catheter kinks, though no further details were given. There was no report of the drug being used at the time of event. Additional information had been requested.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that this patient was first established at their clinic in (B)(6) 2011 and there was no notation of these issues. The patient was seen recently on (B)(6), 2013, but the health care provider was not sure what the patient was seen for. It was then clarified by the physician that he had not seen this patient in two years. However while under his care, the patient never had any device issues or malfunctions and the patient was on an extremely low dose of morphine; it was less than one. The patient was excessively worried that something was wrong but there never was. The physician never witnessed any withdrawal and that at such a low dose a withdrawal would have never been possible anyways. Two dye studies were performed, unknown dates, and these were negative for any sort of issues. Reportedly, no matter how many times they checked nothing was found but the patient kept insisting that something was wrong. The patient was also taking oral medications during this time period and would always say it was not enough.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_cath. Product type: catheter. (B)(4).